Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform test, the cap/reservoir will not lock properly, due to unit received with battery tube threads - cracked, minor scratched lcd window, minor scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (stained). Unit was confirmed with cosmetic damage at retainer area. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage, crack and a small bit of the plastic has come off at the battery and reservoir compartment. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1885 and the product was returned for analysis.